Event description:
I am yet another one to complain about the dexcom g7 sensor. I very seldom had problems with the g6 but these newer g7s are giving me lots of problems. The failure rate is now 1 out of every 3 sensors. For someone like me who has had diabetes for many decades, I no longer wake up when my blood sugars go very low. I am dependent on these sensors to warn me when there is trouble. Not only are they failing but I have seen many inaccurate readings compared to finger sticks. I actually had an agent with dexcom tell me that they have big problems with the sensors being made in malaysia. Please get after dexcom and make them improve their very expensive product.